Event description:
It was reported that the customer has issues with his insulin pump. He changed the insulin pump's battery and the screen went blank. The insulin pump turned back on with dots. His blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.